Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was tilted at an angle making it difficult for the patient to charge. The patient never stopped charging; however, the ipg became unable to communicate with external devices. It was noted that the device is over 10 years old. As a result, surgical intervention may be undertaken in the future.